Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (>=10000 ohms). Additional information from a healthcare professional indicated that high impedance had been found during generator replacement surgery on (B)(6) 2014. The device has remained disabled since then. No lead revision took place as benefits of therapy were not evident. No known new surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.